Event description:
Sfa stenting-patient enrolled in trial in another country. Mild dissection reported during procedure. Patient recovered without permanent disability.

Manufacturer narrative:
Please reference MDR 2183870-2008-00222 for other protege everflex used in this procedure.